Manufacturer narrative:
Additional information: h6(update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photo sample and particles can¿t be seen in the photo. The reported condition could not be verified nor refuted. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a very small piece of plastic was floating in a 250ml intravia container. The particulate matter was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.